Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a cable stuck during a pre use check. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Additional contact person - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.